Event description:
It was reported that during insertion of the catheter via the subclavian vein, resistance was encountered when advancing the spring wire guide. Removal of the wire guide was attempted, and it separated with a piece retained in the pt. The retained piece of wire guide was removed under fluoroscopy. There were no further complications.